Event description:
It was reported during follow-up, device interrogation revealed two episodes of noise diagnosed as vf. The noise could not be reproduced in clinic. The physician elected to increase the frequency of patient follow-ups to monitor for any changes. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.